Event description:
Physician reported 30-day follow up (for a pt implant on 12/19/05) on 5/5/06, pt taken to or on 1/7/06 to perform thrombectomy of right iliac. Additional info has been requested; will provide when available. Additional info received on 6/9/06: the right graft limb was thrombosed and the covered stent was placed in the previous graft limb extending out into the native vessel.

Manufacturer narrative:
H6. Review of lot records/work orders, prior reports. No issues were noted.

Event description:
Physician reported 30-day follow up (for a pt implant in 2005) five months later pt taken to or in 2006 to perform thrombectomy of right iliac.